Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported battery performance alert was confirmed during analysis. The device was tested on bench, and the device¿s function was normal. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and non-shorting lithium clusters were found. The presence of non-shorting lithium clusters is normal and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.